Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the bronchus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 6 mm in diameter and 5 cm in length malignant lesion in the left main bronchus and upper left bronchus. Reportedly, the patient¿s anatomy was ¿quite narrow and a little bit winding upwards¿ and was dilated prior to stent placement. During the procedure, the physician attempted to release the stent but the distal end of the catheter began to curve when the stent was partially deployed. Reportedly, the suture got stuck and the stent was unable to be fully deployed. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the bronchus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 6 mm in diameter and 5 cm in length malignant lesion in the left main bronchus and upper left bronchus. Reportedly, the patient¿s anatomy was ¿quite narrow and a little bit winding upwards¿ and was dilated prior to stent placement. During the procedure, the physician attempted to release the stent but the distal end of the catheter began to curve when the stent was partially deployed. Reportedly, the suture got stuck and the stent was unable to be fully deployed. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 5mm. There was no damage noted to the catheter shaft. No issues were noted with the crochet stitches from the point of release from the stent. During analysis it was possible to retract the deployment suture and fully deploy the stent with bending of the shaft noted. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4) stent partially deployed. (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.